Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported that her continuous glucose monitoring (cgm) device was functioning; however, she did not capture the glucose readings when the sensor issue occurred. She reported experiencing symptoms of hyperglycemia and did not perform any fingerstick blood glucose checks prior to the incident. The patient was feeling dizzy, vomiting, and lost consciousness. She did not take any medication or treatment at home and reported that she travelled to the hospital via uber. Upon arrival at the hospital, a fingerstick blood glucose test was performed, confirming hyperglycemia. The patient was treated with insulin therapy, including subcutaneous lantus and an intravenous insulin drip (novolog), and was administered zofran for nausea. She remained hospitalized for 48 hours for monitoring and management. After stabilization and normalization of blood glucose levels, the patient was discharged in good condition. No other details were documented. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.